Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's pacemaker exhibited post sensed t-wave over-sensing. Patient status was not provided.